Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or motor error alarms were noted. The pump was received with cracked case at lcd window corners, battery tube threads and reservoir tube lip. No motor noise anomalies were noted. The motor was tested outside the device and passed.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, no delivery and motor error alarms from the insulin pump. The customer's blood glucose reading was 409 mg/dl. The customer treated with 13 units of novolog pen. The customer stated that the motor error occurred during a bolus. The customer stated that she received a no delivery alarm afterwards. The customer stated that the piston made a weird noise while rewinding. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.